Event description:
This device was implanted on (B)(6) 2010 and was explanted and reimplanted on (B)(6) 2012 and is left continuously active. The information was received on january 7, 2013. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).